Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient was admitted to the hospital with complaints of chest pain and shortness of breath. CT scan demonstrated massive pulmonary emboli within both main pulmonary arteries. One day post CT scan, the patient was scheduled for placement of a retrievable filter and thrombolysis of the pulmonary arteries. Bilateral angiograms were performed and demonstrated large clot burden. A retrievable inferior vena cava filter was successfully deployed below the renal veins at the l1-l2 vertebrae. Completion venogram demonstrated no complication. Two thrombolytic infusion catheters were advanced, one to each pulmonary artery. This was followed by injection of 2 mg into each infusion catheter. Careful attention was made to make sure the ivc filter did not move. Two days post CT scan, bilateral angiograms were performed and demonstrated improvement of the clot burden. Careful attention was made to not move the ivc filter, and fluoroscopy at the conclusion of the procedure was performed to make sure the filter was in good position. The catheters were removed. Removal of the vena cava filter was recommended after the patient tolerated anticoagulation for at least four weeks. Approximately one week post hospital admission, follow up CT scan demonstrated reduction of thrombus in bilateral peripheral pulmonary arteries, with a well-positioned ivc filter. Approximately three months post filter deployment, an unsuccessful filter retrieval attempt was performed. A second unsuccessful filter retrieval attempt was performed approximately five months post filter deployment. CT scan performed for abdominal and pelvic pain approximately three years post filter deployment demonstrated a tilted filter with some legs extending beyond the caval wall and abutting the duodenum. Approximately three years one month post filter deployment, an esophagogastroduodenoscopy was performed for epigastric pain and no foreign body was identified in the duodenal bulb. Image/photo review: based on the images provided, no metal fragments or ivc filter limbs were identified in the photographs provided, can be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post filter deployment, an unsuccessful filter retrieval procedure was performed. A second unsuccessful filter retrieval procedure was performed approximately five months post filter deployment. The filter was unable to be retrieved due to being embedded within the caval wall. Approximately three years post filter deployment, CT scan demonstrated a tilted filter with several legs extending beyond the caval wall and abutting the duodenum. Approximately one month post CT scan, an esophagogastroduodenoscopy was performed and did not demonstrate a foreign body within the duodenal bulb. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted to the hospital with complaints of chest pain and shortness of breath. CT scan demonstrated massive pulmonary emboli within both main pulmonary arteries. One day post CT scan, the patient was scheduled for placement of a retrievable filter and thrombolysis of the pulmonary arteries. Bilateral angiograms were performed and demonstrated large clot burden. A retrievable inferior vena cava filter was successfully deployed below the renal veins at the l1-l2 vertebrae. Completion venogram demonstrated no complication. Two thrombolytic infusion catheters were advanced, one to each pulmonary artery. This was followed by injection of tpa 2 mg into each infusion catheter. Careful attention was made to make sure the ivc filter did not move. Two days post CT scan, bilateral angiograms were performed and demonstrated improvement of the clot burden. Careful attention was made to not move the ivc filter, and fluoroscopy at the conclusion of the procedure was performed to make sure the filter was in good position. The catheters were removed. Removal of the vena cava filter was recommended after the patient tolerated anticoagulation for at least four weeks. Approximately one week post hospital admission, follow up CT scan demonstrated reduction of thrombus in bilateral peripheral pulmonary arteries, with a well-positioned ivc filter. Approximately three months post filter deployment, an unsuccessful filter retrieval attempt was performed. A second unsuccessful filter retrieval attempt was performed approximately five months post filter deployment. CT scan performed approximately three years post filter deployment demonstrated a tilted filter with some legs extending beyond the caval wall and abutting the duodenum. Approximately three years one month post filter deployment, an esophagogastroduodenoscopy was performed for epigastric pain and no foreign body was identified in the duodenal bulb. Image/photo review: based on the images provided, no metal fragments or ivc filter limbs were identified in the photographs provided, can be confirmed. Conclusion: the device was not returned. Images were provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Three months post filter deployment, an attempt to retrieve the filter was unsuccessful. Two months later another attempt was unsuccessful at removing the filter. CT scan performed approximately three years post filter deployment demonstrated a tilted filter with some legs extending beyond the caval wall and abutting the duodenum. Based on the medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Per the provided medical records, two retrieval attempts were made before the filter tilt and perforation were discovered. It is possible the failed retrieval attempts contributed to the filter tilt and perforation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post filter deployment, an unsuccessful filter retrieval procedure was performed. A second unsuccessful filter retrieval procedure was performed approximately five months post filter deployment. The filter was unable to be retrieved due to being embedded within the caval wall. Approximately three years post filter deployment, CT scan demonstrated a tilted filter with several legs extending beyond the caval wall and abutting the duodenum. Approximately one month post CT scan, an esophagogastroduodenoscopy was performed and did not demonstrate a foreign body within the duodenal bulb. No additional information was provided in the medical records received.